Event description:
It was reported that during a placement of hardware for a lumbar decompression and fusion at l4-s1, surgeon decided to reposition a screw after reviewing the x-rays. The locking cap got stuck in the left l4 pedicle screw. Surgeon used removal technique and cap drivers became stripped. Two t25 stardrive shafts and the torque limiting ratchet handle stripped during locking cap removal at left l4, surgeon removed and replaced two locking caps however, one locking cap and screw could not be removed and remain in the patient. On the right side, three locking caps were removed and replaced. Surgeon replaced l5 screw with another screw and cap to complete procedure. The procedure completed, but was prolonged forty-five minutes. This is report 5 of 7 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed that the returned device was received with the torque limiting handle (tlr) functioned properly. There was no history on the device to indicate usage, times autoclaved, or cleaning cycles. The manufacturer recommends the torque settings be periodically serviced to ensure performance according to specifications. Based on the condition of the device and the evaluation, the complaint is deemed invalid from a manufacturer standpoint. Product development evaluation revealed that the returned torque wrench was visually examined and did not appear to have any issues. The forward, neutral, and reverse positions of the selector dial are all functioning normally. A torque evaluation was performed on the wrench. The wrench consistently delivered between 10nm and 12nm of torque which is within the specified range of the device. There were no indications that the wrench was delivering excessive amounts of torque that would lead to a stuck locking cap as described by this complaint. The stuck locking cap described in the complaint must have been due to other causes outside of the performance of this torque wrench. The device appears to be functioning as intended. Based on the condition of the device and the evaluation, the complaint is deemed invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011.

Event description:
This is report 5 of 7 for this complaint (B)(4).